Event description:
During surgery the patient was initially placed in trendelenburg position using handpiece. Since the handpiece did not work, they had to operate the table by plugging it in and using the control panel manually. After initial procedure they attempted to reverse trendelenburg position to supine and the handpiece would not work still, so they manually operated again from the control panel (the operations specialist was called and the control box was operated manually to get the patient out of trendenlenburg into supine). The patient was then placed into lithotomy. Shortly after this, the head of the bed started moving up and down independently, with no one operating either the control box manually or with the handpiece. The potential for harm was the patient's airway could have been compromised, still under general anesthesia and on a ventilator, or other injury could have occurred, back strain etc. After removing the patient from the or table, the team attempted to place the bed into a neutral position and the hob snapped off and broke. This unit was a loaner and had a safety check by clinical engineering prior to use. Pictures are available.